Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found internal insulation abrasion breaching the coil lumen in the distal portion of the lead, re cable was also abraded.

Event description:
Additional information it was reported that the left ventricular lead exhibited noise. The lead was explanted and replaced.